Event description:
It was reported by the customer that the device had "vancomycin ¿ sometime the entire bag of vancomycin does not infuse. The total volume infused and there is still fluid in the bag. Vancomycin is administered as a primary line infusion." This was reported to bd representatives during site visit. There was patient involvement however outcome is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.